Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the superficial femoral artery (sfa). The 3.0x20mm trek rx balloon dilatation catheter (bdc) was advanced over an unspecified guide wire to the target lesion with no issues. However, the balloon ruptured at 18 atmospheres during the first inflation. During removal, slight resistance was felt when removing the balloon out of the heavily calcified lesion and the distal shaft became separated. The proximal end of the bdc was removed and the distal end of the bdc remained stuck on the guide wire in the patient. A cross catheter was used to successfully remove the separated shaft with the guide wire. Another unspecified bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and sem inspection/analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to user error/operational context; however, the reported separation, difficulty removing the device, additional treatment and removal of foreign body appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.